Event description:
Patient was on 15 l, 55% heated high flow nasal cannula in picu. Upon my initial assessment, patient's cannula appeared to have a couple small tears in the side of the cannula, indicating that the patient was not receiving the liter flow being delivered through the system. As soon as I found the tears I changed out the cannula for a new one.